Manufacturer narrative:
Previous driveline repair was reported in MFR. Report #2916596-2019-04587. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had driveline faults. The patient previously had a driveline repair but the faults continued. Log file analysis showed phase c had worsened and the driveline most likely had a fractured wire.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted system controller log file confirmed the reported driveline fault events. The log file data suggested a potential driveline wire discontinuity; however, driveline wire damage could not be confirmed as the device was not returned for analysis. It was reported on (B)(6) 2020 that the patient had recurring driveline fault events following the distal end driveline replacement on (B)(6) 2019 (reported under MFR # 2916596-2019-04587). The submitted system controller log file contained data from 30apr2020 ¿ 05may2020 and captured continuous yellow wrench advisory/driveline fault events. Despite the active driveline fault condition, the pump appeared to be operating as intended with stable parameters. The pump speed remained above the low speed limit for the duration of the log file. The driveline wire electrical continuity data recorded in the submitted log file showed that the values of phase 3 were significantly reduced compared to the other two motor phases. Of note, review of the electrical continuity data recorded in the log files previously submitted for this patient in march and (B)(6) 2019 also showed that the values of phase 3 were consistently reduced compared to the other two motor phases. The phase 3 values were further attenuated in the log file submitted in (B)(6) 2020. The log file data suggests a potential discontinuity in the orange wire of the driveline; however, potential driveline wire damage could not be confirmed as the device is not available for investigation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit was shipped on (B)(6) 2016. Heartmate ii lvas IFU section 6 "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system alarms and the appropriate actions associated with them. Heartmate ii lvas patient handbook section 4 "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. Section 5 "alarms and troubleshooting" outlines all system alarms as well as how to respond to each alarm condition no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had repeated driveline faults. The patient had a previous driveline repair and it was noted that the current issue was not repairable. The device operated as expected despite the repeated driveline faults. Additional information stated that the patient expired due to reasons unrelated to the lvad.